Manufacturer narrative:
No product was returned however the pumps operators manual in section the "alarms and messages" section describes all possible alarms and messages the pump can display along with possible causes and remedies. The user should first consult with the operator's manual for an alarms or messages displayed and with the other sections of the manual appropriate to the perceived problem they are having. The device should be returned to smiths medical if the problem persists. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the pump was alarming and the patient was experiencing shortness of breath. Unknown if the symptoms are related to the pump or cassette issues. Position of pump when alarm occurred is unknown. The reported product fault did occur while in use with the patient. The product issue did not cause or contribute to patient or clinical injury. No additional information is available.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
No lot number was provided; therefore, a history record review could not be conducted., corrected data: h.6. And h.10.